Event description:
Per medwatch report #mw5110030 received via email on 6/15/22: karl storz 26173am berci fascial closure device, 2.8 mm x 17 cm, lot # he 2, tip broke off intraoperatively while closing surgical wound.

Manufacturer narrative:
We have received no further details of the event, and the device has not been returned for evaluation. Per the reported lot code (he2), the device was manufactured in aug. 2005; per our records, the customer was shipped the device on october 20, 2005. The damaged/broken tip was most likely due to use of excessive force and/or wear of use. A complaint review for similar articles for the timeframe 15-jun-2020 to 17-jun-2022 was performed. Similar complaints could be found; in one case the tip remained in patient and, therefore, an MDR was filed. Consequently, it is required to file a 3500a medwatch report to the FDA for this case.

Event description:
Further details provided by the customer: there was no patient harm. The procedure was a lap nissen. The surgeon was a retrieving the suture by going through the fascia and the tip broke off. The tip was retrieved and x-rays were taken to verify the complete piece/pieces were removed, as well as a CT scan before the patient left the hospital.

Manufacturer narrative:
The product was returned and evaluated. The evaluation confirmed one of the jaws is missing, there is residue at the jaw hinge, there are gouges on the port, and the shaft is slightly bent. Damages are consistent with use of excessive force, wear of use, as well as improper handling.